Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive for failure analysis. Review of provided images show that it looks like the harmonic ace curved blade has broken and fallen into the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, all pre-operative assembly steps appeared normal. When the surgery began, the blade portion of the harmonic ace instrument, the distal end that enters the patient, suddenly broke. At the time of the break, the energy console displayed no alerts, and no messages appeared on the screen. The fragment fell into the patient and was retrieved during the same procedure. Visual inspection confirmed that all fragments were retrieved. No post-operative imaging such as an x-ray or ultrasound was performed to check for additional fragments. No additional surgical procedure was required for fragment removal.